Manufacturer narrative:
Weight, ethnicity, race unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4) .

Event description:
The reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+4.5/062, tore during loading. The lens tore when the surgeon connected the cartridge to the injector. The lens was not implanted because it was noted under the microscope the lens was torn. There was no patient contact. The lens was replaced with another same model/length lens. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: b5- the problem was resolved. Status of the eye: "patient very satisfied- no symptoms". Claim# (B)(4).